Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reamer stripped from the adaptor.

Manufacturer narrative:
: Visual examination of the submitted instrument found wear on the attachment end and areas of deformation on the flats. The root cause is attributed to product wear out. The instrument is old (mfg 2004) and has been subjected to heavy usage. In addition, provided information stated the event occurred during a non-depuy product revision. It is unknown if competitor product was a contributing factor. Based on the investigation's determination of product wear out and possible misuse as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.